Event description:
It was reported in the literature article that during embolization of the unruptured right internal carotid artery aneurysm, the subject coil was deployed into the aneurysm; however, the coil migrated into the m3 middle cerebral artery. The coil was retrieved using a goose neck snare device. No further information was provided.

Event description:
It was reported in the literature article that during embolization of the unruptured right internal carotid artery aneurysm, the subject coil was deployed into the aneurysm; however, the coil migrated into the m3 middle cerebral artery. The coil was retrieved using a goose neck snare device. No further information was provided.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device remained implanted; therefore, analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that the reported event is related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.